Event description:
It was reported that during device testing using anti-siphon valves connected to tubing, the pump modules produced ¿nuisance occlusion alarms¿. The devices testing was reportedly done by the hospital¿s biomedical engineering team. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.